Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed at a later date. The cause of the event is unknown with the device not failing to perform as intended. The problem was resolved. It should be noted that the patient's age fell outside the indicated age range at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
A4-a6:unk. Manufacture narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6: lens was returned dry within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).